Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected and subsequently the pump shut down. There was reported impact to customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.